Event description:
It was reported that when the device was used during an unknown procedure, the staples were not forming correctly. Another device was used to complete the case. There were no consequences to the pt.